Event description:
Customer was admitted to hospital for high blood glucose. Cause of hospitalization (as per md). Hyperemesis, hypocalcemia checked programming. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct.